Manufacturer narrative:
The available information suggests that this electrode remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received two inappropriate shock from this device. The root cause was attributed to air bubbles near the electrode.

Manufacturer narrative:
UDI = (B)(4); the available information suggests that this electrode remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in mid-september 2017 that this issue had been resolved in (B)(6) 2014 following device reprogramming.